Event description:
The facility representative contacted baxter on (B)(6) 2010 to report that a colleague infusion pump had failure code 500:320:654:0000. The event occurred during patient therapy and therapy was interrupted. The event occurred in the chemotherapy department on (B)(6) 2010. There was no adverse event, patient injury or medical intervention associated with this report. The software version for this device is currently unknown.there is no further complaint information available.

Event description:
Caller reports lancet did not retract into softclix device after firing, lancet is protruding from device cap. No adverse event reported. A request was made for the return of the product, replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.